Manufacturer narrative:
Initial reporter addr (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that heparin was infusing on a patient when the air in line alarm alerted the nurse to an empty bag. Nursing programmed a new heparin infusion with a new line. When the infusion was restarted it was reported the heparin was free flowing. Per clinician the door was close and no alarms were noted. Infusion was stopped and reprogrammed on a new pump module. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, b and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that heparin was infusing on a patient when the air in line alarm alerted the nurse to an empty bag. Nursing programmed a new heparin infusion with a new line. When the infusion was restarted it was reported the heparin was free flowing. Per clinician the door was close and no alarms were noted. Infusion was stopped and reprogrammed on a new pump module. There was patient involvement but no harm.